Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an esophagectomy procedure, the device didn't fire entire length of staple line. There were "missing" staples in middle of staple line. Sales rep noted that firing handle wouldn't close after jaw was opened. Case completed with oversewing. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # m5433j. The analysis results showed that the tx30b device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.